Event description:
The reporter stated that up arrow button was intermittently unresponsive and required several presses on the keypad in order to elicit a response. The reporter also indicated that the patient wears the pump attached to her belt and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.